Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient underwent a revision procedure due to malfunction with an inflatable penile prosthesis (ipp). The ipp pump and reservoir was explanted and a new ipp pump and reservoir was implanted. It was further reported that the pump bulb stayed flat when pressing the bulb and would not inflate the device. This occurred two weeks ahead of surgery and the patient got well after this surgery.

Manufacturer narrative:
An allegation of a pump mechanical issue was reported. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The krt was cut down to the pump block; however, the pump was able to be functionally tested and failed the deflation test (3). Product analysis therefore confirmed a device malfunction. Correction to d11, g1, h2, h3, and h6: updated to include device analysis.

Event description:
It was reported that the patient underwent a revision procedure due to malfunction with an inflatable penile prosthesis (ipp). The ipp pump and reservoir was explanted and a new ipp pump and reservoir was implanted. It was further reported that the pump bulb stayed flat when pressing the bulb and would not inflate the device. This occurred two weeks ahead of surgery and the patient got well after this surgery.